Event description:
On friday, (B)(6) 2016, the laser (model ssi md 40, serial # (B)(4)) had been tested by staff prior to the pt entrance into the operating room as per safety procedure. The physician used the laser initially to 'take down' adhesions. The laser was then on standby for approx 10 minutes thereafter until surgeon's use was again indicated. The laser did not 'fire' by surgeon as anticipated. Staff moved equipment off to the side to again test fire and noticed "it would not burn." Staff detected a burning odor and the device was turned off and unplugged. Staff reported hearing a 'cracking' sound removed the equipment from the operating room with the fire extinguisher. Staff did not see flames, but sprayed the base of the device with the extinguisher as a precaution. The device was stored and secured by the plant operations director. External examination evidenced no disfigured or blackened casing or parts. This is a rental equipment and (B)(4) was notified. No delay of care was evidenced. The pt was not harmed. No staff member was harmed. There was no surgical fire. Services were rendered in accordance with safe practices and policy. (B)(4), retrieved the laser device from the secured location on (B)(4) 2016. The vendor supplied a temporary device until which time equipment could be appropriately replaced. (B)(4) (ssi distributor).